Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, there was a crack found in the knob as it was being connected and tightened to the targeting sleeve. It did not effect the case from being completed successfully.